Manufacturer narrative:
The investigation for the reported controller error issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show controller alarm due to optical bench communication crc error (#1045) as well as multiple errors ¿invalid_bad_pressure_sample_mask¿ falsely indicating ambient pressure out of range. Rtlog data showed that optical placement signal, as well as all data from optical bench, were intermittent, and toggling between valid measurements and fixed values of -16384. This is consistent with a particular ¿flavor¿ (manifestation) of known pattern failure of transient loss of optical data. Ltlog data from backup console ic6217 used later with the same pump showed no issues with optical bench data. The console was extensively tested in danvers, but the malfunction was not reproduced. No communication issues were observed, and optical bench ¿5s¿ parameters were within specification. It is most likely that some unspecified malfunction (affecting serial communication) of the 4-in-1 assembly contributed to this issue. Per the results of the clinical review and investigation, the root cause was determined to be most likely a defective 4 in 1 board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) alarmed ¿controller error¿. The placement signals would intermittently turn to dashes and then reappear. Then the ¿controller error¿ alarm appeared. The patient remained stable and the team switched to a new aic. Alarms resolved after aic transfer. There was no report of patient harm or injury.